Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue , occurring with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with zero force. The pump was exercised for 24 hours and no alarms were emitted. Force calibration testing was performed and passed. Unrelated to the original complaint, moisture was found through the display lens. A leak test was performed and failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened to find moisture on the oled, printed circuit board, and on the force sensor pins. Additionally, the cartridge compartment was cracked, and the battery compartment was cracked from the case seal to the bumper. Leaks were not found at these locations. (B)(4).